Event description:
Patient had a medtronic intrathecal pain pump. He was consistently reporting persistent and intermittent withdrawal symptoms. This required several visits to the emergency room due to the amount of increased pain this patient was having. FDA safety report ID # (B)(4).